Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing palpitations and chest pain. They also reported that they felt their implantable pulse generator (ipg) was not working. It was noted that the battery and lead measurements are within expected range and appears to be functioning as programmed. The ipg remains in use. No further patient complications have been reported as a result of this event.